Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer stated that he had high readings due to not having insulin in his pump. The customer also reported blood glucose of 77 mg/dl and received calibration error. The customer declined to troubleshoot. The product was not returned for analysis.